Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2007: the patient presented with the following preoperative diagnosis: lumbar degenerative disk disease and discogenic back pain at l4-l5. She underwent the following procedures: percutaneous/minimally invasive interbody fusion at l4-5. Placement of interbody cage at l4-5. Lateral technique fusion at this level using the minimally invasive technique through a small incision. Placement of instrumentation and pedicle screws via minimally invasive technique. Fashion/use of allograft for lateral fusion. Fashion/use of autograft for interbody and lateral fusion. As per the operative notes, ¿¿ an incision was made on the right side¿ the edges of the endplates were slightly decorticated. A 12 x 26 mm cage was countersunk with some bmp sponge within this for the interbody fusion. This was placed within the body¿ lateral technique fusion was completed by taking allograft and a piece of bone, placing this out laterally to the pedicle screws along the decorticated transverse processes of l4 and l5. Bmp sponge and bone material was placed out here as well¿ no complications were noted. Blood loss was minimal. Neuro monitoring was used during the case. The pedicle resistances were all noted to be adequate. One particular, one on the patient¿s right, was slightly lower than would be expected. However, the pedicle hole was identified. No breech was identified. The screw was removed once to ensure there was no breakthrough noted and there was not.¿ there were no complications intraoperatively. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.